Event description:
Related manufacturer reference number: 1627487-2023-05607. It was reported that an infection developed at the patient's right burr hole cover. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's lead and burr hole cover were explanted and a course of antibiotics was administered to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.